Manufacturer narrative:
The report of the autopulse platform (B)(4) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured in 22 jan 2007. It has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. The archive data revealed a system error 136 (internal parameter corrupted) message on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. As part of routine service during testing, the platform was examined and found a missing battery partition cover and physical damage. This is unrelated to the reported event. Upon customer approval, the processor board and the missing and damage parts will be replaced and the device will be tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse platform with serial (B)(4).

Event description:
The autopulse platform (B)(4) reportedly displayed a system error, out of service, revert to manual CPR error message during shift check. No patient was involved with this event.